Manufacturer narrative:
(B)(4)

Event description:
It was reported that, on start up an 840 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time the event occurred.